Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse verified that there was a 319 error on startup on universal surgical manipulator (usm3) and replaced it. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was returned for failure analysis, and the reported error was confirmed and replicated. System logs revealed the 319 error indicating a node not found on the axes controller, carriage (acc) confirming the fault occurred in the field. Upon visual inspection, damage was found with rolling loop fiber that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where check all boards present was found to be failing on the rolling loop. Once testing was completed, the rolling loop fiber was verified to be the source of the fault. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the rolling loop fiber assembly was found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon had to disable universal surgical manipulator (usm3). The customer was able to complete the procedure with three usms. Technical support engineer (tse) was able to verify errors in the usm3 internal fibers/board. Tse advised doing a hard reset of the patient side cart (psc) after the case was completed to see if the error returned. The customer would attempt after the case and possibly call back to confirm. The procedure was completed with no reported injury.